Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information, the actual sample was rinsed and subjected to visual inspection. The customer's complaint was confirmed. The tr-band inflator had been broken on the distal tip component. Visual inspection of the tr band found the broken distal tip of the tr band inflator remained inserted in the air injection port. No other anomalies were noted. Magnifying inspection of the fracture cross sections of the tip component revealed the surface was in the smooth state on some segments and in the rough state on other segments. No foreign particle or air bubble which could have been a trigger of the fracture was embedded in the material of the tip component. Simulation testing was conducted on a test sample pulled from the involved product code. In the state of being inserted in the air injection port of the tr band the tr band inflator was subjected to an instantaneous bending force. The distal tip of the tr band inflator became fractured. Magnifying inspection of the fracture cross sections found they were in the state very similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. The investigation verified the actual sample did not have any inherent deficiencies which could have led the distal tip component to become fractured. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the distal tip of the actual tr band inflator was subjected to a bending force which exceeded its strength limit during use resulting in the reported fracture. Due to the fractured piece remaining in the air injection port of the actual tr band a gap was generated on the air tightening area of the port, resulting in the reported deflation of the compression balloons. For your reference, the one-way valve housed in the air injection port of the tr band keeps air tightness by the rubber tip inside the outer cylinder being pushed against the wall of the outer cylinder with the spring. The device labeling does address the potential for such an event in the instruction-for-use with statements such as the following: "do not put excessive pressure on the tip of the tr band inflator, this may result in damage of the tip. If the inflator tip is broken while connected with the tr band, it could cause air leakage and bleeding." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Follow up information reported blood loss was less than 250ml.

Manufacturer narrative:
D4 - the UDI number for this product code is not required. The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the inflator tip broke off the syringe during a procedure. Follow up communication with the user facility confirmed the following information: on the first removal of air the end of the syringe broke off in the tr band port; the band deflated and the puncture site started to bleed; a manual bp cuff was inflated on the upper arm to stop bleeding; a new tr band was attached; there was no harm to the patient.